Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was emergently admitted to an outside hospital with "high watt" alarms, international normalized ratio (inr) 5.6, and lactate dehydrogenase (ldh) levels of 1100 u/l. After administration of enoxaparin, inr was reported to be 1.1. The initial admission hospital was not experienced with vad patient management. The patient was continued on enoxaparin 60mg twice daily and warfarin 4mg. Pump power briefly decreased to 5.3w; but high watts continued to alarm from (B)(6) 2016. The patient was reported to be alert during this time. Enoxaparin and warfarin treatment were held per doctor's orders and arrangements were made to transfer the patient to the implanting facility. He was admitted there in stable condition on (B)(6) 2016. According to the vad coordinator, this is the third admission for this patient for high watt events and that the patient has a history of poor compliance with medical advice. The patient's most recently reported inr was 1.6 with an activated partial thromboplastin time of 49 seconds while on warfarin and heparin. Other ongoing treatments include bp control, heparin infusion and warfarin. Thrombolysis was considered but has been delayed with the patient's uncontrolled hypertension with a concern about the potential for strokes. The patient's blood pressure (bp) was reported to have been uncontrolled with a most recent reading of 133/99mmhg with a mean arterial pressure of 104mmhg. The patient is reported to be alert but tired and has been transferred from the ccu to ICU. With improved bp control, the vad team is now planning to treat the patient with streptokinase on (B)(6) 2016. It was stated that the infusion of streptokinase was 15000 units over 10 hours and afterward, patient's power readings remained elevated. After the patient was given alteplase, the power reduced back to baseline on (B)(6) 2016. As of (B)(6) 2016, the patient no longer had hematuria hgb was 7.8, so one unit of packed red blood cells transfused. Power reading remained stable and patient was discharged on (B)(6) 2016.

Manufacturer narrative:
Hw11058 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed 158 high watt alarms have been logged since august 02, 2016. A rise in power consumption starting on july 26, 2016 to parameters outside of normal operating range were observed, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Serious and life threatening adverse events, including thrombus, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.